Manufacturer narrative:
This user facility is outside of the united states. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show the lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." Number 21 states, "non-malignant, non-infective soft tissue masses, sometimes referred to as pseudotumors." Under contraindications, number 6 states, "rapid joint destruction, marked bone loss or bone resorption apparent on roentgenogram." This report is number 2 of 2 mdrs filed for the same event (reference 3002806535-2015-00244 / 04044).

Event description:
Legal counsel for patient reported that patient underwent a total hip arthroplasty on an unknown date. Patient's legal counsel further reports patient allegations of unknown damages. No revision has been reported to date. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified. Additional information received from patient's legal counsel noted patient underwent a right hip resurfacing arthroplasty on (B)(6) 2007. Subsequently, patient's legal counsel reported patient was revised in 2014 due to patient allegations of pain, acetabular bone loss, tumor, and elevated metal ion levels. Subsequently, patient's legal counsel reported dislocation. No further information has been provided.